Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint of "blue cable", and to correct this issue the analysis site replaced the rotational cable. The analysis site also replaced the bottom frame due to the clips on the frame were broken. The top frame and the positioning spring screw was replaced due to it was cracked, and replaced the port shaft and coil pin because they were bent. The transmission clamp buttom was replaced due to it was stripped, the safety latch, the spur gear, and the manual spade assembly was replaced due to the safety latch and the teeth on the spur gear and manual spade assembly were worn. The holster board and the encoder were replaced due to the unit could not be calibrated, due to excessive corrosion of the holster board and the encoder, and the e-clip was replaced due to it was damaged during disassembly. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported by that during a breast biopsy when attempting to take a sample a blue cable error code (no code noted) was received. The probes and cables were checked and the error code continued. There was no pt consequence reported, case was completed using the same holster.